Event description:
Pt is able to dial up dose of insulin and depress the pen for injection, but no insulin is coming out - he didn't notice this at first until is blood glucose levels were starting to rise at which point he examined his pen closely and noticed it was not dispensing any insulin. Dose, frequency & route: up to 30 units daily. Dates of use: has been using for past 2 years. Diagnosis: diabetes. Event abated after use stopped or dose reduced?: yes.